Event description:
The distributor contacted animas on (B)(6) 2014 alleging the ok keypad button was unresponsive. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014.device evaluation: the device has been returned and evaluated by product analysis on 06/25/2014 with the following findings: on examination, the keypad was intact without damage. On testing, the ok button had intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.

Manufacturer narrative:
(B)(6). The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.